Manufacturer narrative:
The aware date of the initial report was (B)(6) 2017 not (B)(6) 2017 as initially reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was intractable spasticity. The patient reported they thought the healthcare provider had ¿trouble this morning¿ and scheduled the patient¿s replacement in (B)(6) 2017. The patient wanted to know if it as too soon. When the patient was asked to clarify the trouble however the patient stated she didn¿t know but thought he got it too work. Additional information was received from the healthcare provider who reported that the patent followed up with the healthcare provider on (B)(6) 2017. The patient was doing fine with the current settings on the pump. The patient was aware of the recall on the pumps. The patient wants to continue on the same medication even though it was not approved by the FDA for the pump. There was no device or therapy issue. The hcp was not aware of any ¿trouble¿. No symptoms were reported. No troubleshooting was done and per this healthcare provider the reason for the pump replacement was unknown. Additional information received from the implanting physician the patient had not seen the physician and a pump replacement had not been scheduled. Additional information was received from a healthcare provider (hcp) via a manufacturer representative. It was reported that the patient¿s pump and catheter were replaced on (B)(6) 2017. The healthcare provider (hcp) was unable to aspirate the catheter. The hcp replaced the pump connector to see if that would help, but it did not. The hcp decided to replace the catheter at that point. The representative entered the dosing from the old pump into the new pump and selected a no drug in the catheter prime since the entire system was replaced. The hcp approved the dosing and pressed the update button. After discussing with an intrathecal baclofen representative, the hcp should have reduced the dosage because the old catheter¿s functioning was compromised somehow. The patient¿s weight was asked, but unknown. The patient¿s medical history included multiple sclerosis and intractable spasticity. The patient stated they had an issue with the pump stalling and then stated it wasn¿t the pump stalling it was actually the catheter clogging. The patient stated her mind wasn¿t right and had both a catheter and pump replacement done on (B)(6) 2017. The old medication was stated as 2000.0 mcg/ml unknown baclofen at a dose of 1150.0 mcg/day, 50.0 mcg/ml fentanyl at a dose of 28.749 mcg/day, and 0.4 mg/ml dilaudid at a dose of 0.2299 mg/day.